Manufacturer narrative:
The motor battery charger for the imaging system was returned to the manufacturer for evaluation. Testing found that the reported issue could not be replicated but there was physical evidence of leaky capacitors.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a motor battery charger was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, a "battery voltage critical" was displayed repeatedly on the imaging system and the system shut down. There was no patient present at the time of the issue.

Manufacturer narrative:
The batteries for the imaging system were returned to the manufacturer for analysis. The batteries were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.